Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and selftest. Hardware low level failure alert confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Failed battery test not confirmed.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.